Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user report was confirmed. A faulty patient board set was discovered and causing no image with 180 scopes. Additionally, the pip connector was damaged and the video connector latch was worn out and causing a poor connection with pigtails. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the image on the evis exera iii video system center was lost during an unspecified procedure. According to the initial reporter, the subject device was changed out for another unit to continue the case. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer, the device history record(DHR) review, and results from the legal manufacturer investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting the legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon could not be identified. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use and there were no delays in the procedure. There was no patient involvement, no harm or user injury reported due to the event.

Event description:
The customer reported that the image on the evis exera iii video system center was lost during an unspecified procedure. According to the initial reporter, the subject device was changed out for another unit to continue the case. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user report was confirmed. A faulty patient board set was discovered and causing no image with 180 scopes. Additionally, the pip connector was damaged and the video connector latch was worn out and causing a poor connection with pigtails. If additional information becomes available following the device evaluation, a supplemental report will be filed.